Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted; the circular seals were cut. The obturators were received. The trocars and cannulas appeared intact. Pmv performed functional testing: the devices failed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the cuts in the circular seals may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, approximately one hour of use, the device made strange sound. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.